Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. The device was reprogrammed and the lead remained implanted. No patient symptoms were reported.